Event description:
An amplatzer duct occluder was successfully implanted in 2009. During a follow up visit twenty three days later, the patient was noted to have developed an arterial embolus into his right big toe. A tee and a CT angiogram were done to evaluate the source of thrombosis and also to check the device directly. No source of thrombus was able to be found, so the patient was placed on aspirin and coumadin for a few months empirically. The patient has now developed hematuria; however, overall the patient is doing okay and stable.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder involved in this incident as the device remains implanted. The results of this investigation are inconclusive since the product remains implanted, and the source of the thrombosis cannot be determined at this time. Should additional information become available, aga medical will file a supplement report.